Event description:
Ous MDR - it was reported that pacing impedance on this lead increased about 91 months after the implantation. No adverse patient side effects were reported. The patient is a male born in 1960.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.